Manufacturer narrative:
Findings: pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Moisture damaged under lcd window and corroded motor home switch noted. No moisture damage on electronic assembly noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.